Event description:
Revision surgery - the patient dislocated twice in a year due to non-compliance. The surgeon revised to a semi-constrained linear.

Manufacturer narrative:
The reason for this revision surgery was the patient dislocated twice in a year. The length of in vivo service was 1 year. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: 25 for dislocation, 7 for infection, 8 for instability and looseness and others not associated with product issues. This is the first complaint against this lot number. The complaint states the patient has dislocated two times in a year due to non-compliance. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause of the joint dislocation. There are no indications of a product or process issue affecting implant safety or effectiveness.